Manufacturer narrative:
(B)(4)

Event description:
The customer received a questionable high troponin t hs result for one patient sample. The initial result was 16.50 pg/ml and was reported to the doctor. On (B)(6) 2018, the repeat result on another cobas 8000 e 801 module was 4.34 pg/ml and was believed to be correct. There was no allegation of an adverse event. The reagent lot number was 24519200 with an expiration date of 30-sep-2018. Based on the provided calibration and qc data, a general reagent issue was not suspected. The customer observed fibrin and clots in the patient sample.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. Based on the data provided, a general reagent issue could most likely be excluded.